Event description:
It is reported that the pt was revised due to instability. It was noted during the revision that the liner had eccentric wear.

Manufacturer narrative:
This report will be amended when our investigation is complete.